Event description:
Patient implanted with a knee interpositional device complained of persistent pain. Surgeon indicated that the device was explanted.

Manufacturer narrative:
Patient implanted with a knee interpositional device complained of persistent pain. Surgeon indicated that the device was explanted. Review of the device history record indicated that the device was made to specifications.